Event description:
It was reported that stent damage occurred. The target lesion was located in the mpderately tortuous and severely calcified left circumflex coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent struts were lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.